Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient was having a back MRI which was not due to a problem with their device/therapy. Back pain was reported and it was unknown if it was related to their device- the hcp thought it wasn't related but wasn't sure. The patient's ins hadn't been working in a couple of years. No further complications reported.